Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate anti tachycardia pacing and inappropriate high voltage therapy during supraventricular tachycardia. It was noted that the atrioventricular (av) interval delta had misdiagnosed the arrhythmia as ventricular tachycardia. Av interval was turned off. No inappropriate therapy delivered since the change. Patient will continue to be monitored.